Event description:
It was reported that during an unknown procedure, during the first firing on the product, it didn¿t have tactile feedback and after second attempt he saw bleeding on the bottom of staple line and multiple malformation staple.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center additional information. What procedure was being done and with what technique? Procedure: hemorrhoidopexy, dr (B)(6) technique. Was a second device used? First firing no tactile feedback as the surgeon squeezed the firing handle, so he released the firing trigger and squeezed the firing trigger second time till he heard a tactile feedback but he claim he used so much more forces compared to his few previous case using pph03. No second device was used. How far above the dentate line was the device/purse string sutures placed? 3 cm above dentate line. When the device was fired, where was the indicator within the green zone/gap setting scale? Lowest ranges, 0.75mm closed staple height range. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? First time fire, compressed till unable to fire further but no crunch sounds. Second time same technique with much higher forces only can hear the crunch sound. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. After firing, did the surgeon wait 20 seconds prior to opening? Yes. What steps were taken to confirm successful anastomosis? (Such as donut confirmation, etc.) Donut is there but he had to hand suture the anastomosis as only half round of staple was formed after he remove the device. The lower bottom was no stapler formed and some with malformation stapler. Was the staple line examined using the anoscope or other instrument? Yes. Was excised tissue/donuts removed and inspected for circumferential completeness? Yes. What degree of hemorrhoids did the patient have? Unknown. Were there staples seen in the operative field? If yes, what was the appearance of the staples? Yes, irregular shape. How was the case completed? Hand suture. What is the current status of the patient? No stricture. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.